Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Technical support assisted caller with resetting pump, and malfunction did not recur after reset. Customer was instructed to continue using pump and to call back if malfunction recurs, which caller acknowledged and understood.